Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 (B)(6) 2006; 4194-78 lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that a high voltage lead was added because of high defibrillation thresholds. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.